Event description:
It was reported there was a motor stall confirmed in the event logs with no recovery recorded. It was noted there was one motors stall in the events logs and it occurred at 12:22 the day of report and had not recovered by 3:48. It was noted the patient was at the car shop at the time of the stall, but did not recall being exposed to a magnet. The pump was used to deliver bupivacaine and morphine. Additional information reported the pump was replaced. It was noted the alarm sounded and the motor stall had still never recovered. It was stated the patient was stabilized on oral pain medications, and further withdrawal was abated. It was reported there were underdose symptoms of nausea, vomiting and general malaise at the device pocket. The patient status was noted as alive with no injury. Additional information reported the motor stall occurred at 11:31 on (B)(6) 2014. It was reported the patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, including corrosion and/or wear and/or lubrication and a stall due to shaft- bearing.